Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 531 mg/dl. The symptom that the customer get from high blood glucose is tiredness. Customer reports they have not contacted their healthcare provider regarding their high blood glucose level. Customer is not able to troubleshoot at time of call and unable to determine the cause of the issue. Current blood glucose level is 227 mg dl. Blood glucose level at the time of the incident is 531 mg/dl. Customer states the drive support cap appears normal. There were no leaks or air bubbles. Customer states that three days changed and then pain went away. Customer reports bolus wizard is programmed accurately. Customer was able to do high pressure test. The test passed. The customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. Customer reported via phone call that the insulin pump button error and keypad anomaly. Customer was unable to determine the cause of the issue for the button and keypad. Customer was advice to monitor the insulin pump clock if it changes which it did. Customer states we¿re not able to use reservoir because plunger got removed and was not able to use. The reservoir will not be returned for analysis.